Event description:
The customer reported that the advia workcell sample manager robot assembly dropped four patient sample tubes. These four patients had to be redrawn. There were no known reports of adverse health consequences or patient intervention due to the dropped sample tubes.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse analyzed the workcell system and sample manager robot assembly. After evaluation, the cse recalibrated the sample manager robot assembly and verified the robot sample tube place position functionality. The cause of the dropped tubes was due to a malfunction in the advia workcell sample manager robot assembly. The instrument is performing within specifications. No further evaluation of the device is required.